Manufacturer narrative:
Evaluation codes conclusions, corrected data: initial report inadvertently listed incorrect conclusion evaluation code.

Event description:
It was reported that the patient was experiencing intermittent sharp pain in neck. The patient has been referred for surgery. The suspect product remains implanted in the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent a full revision. It was reported by the explanting facility that the suspect product along with the generator was discarded. No other relevant information has been received to date.

Event description:
The physician initially reported that this patient's device was showing low impedance. Additional information was received from the neurologist who stated that the low impedance was first seen 6-9 months ago, and there was no reported trauma or manipulation of the device. The doctor is not certain of the cause of the low impedance but plain radiographs confirmed device placement and integrity. It was stated that no interventions have been planned for this patient, and the patient has not been experiencing any events that might be indicative of a loss of stimulation. No other relevant information has been received to date.